Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely calcified and moderately tortuous left upper arm to subclavian vein. A 6.0x100x75cm mustang balloon catheter was advanced to the upper arm for dilatation. The physician initially inflated the balloon at 20 atmospheres followed by another inflation at 24 atmospheres. However on the third inflation in the subclavian vein at 24 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a visual and microscopic examination found that the tip was slightly jagged. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. There was a longitudinal tear eminating from a position 2mm distal to the shaft extending distally to a point 3mm proximal to the distal tip. There were no other issues with this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).